Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had hyperglycemia. Blood glucose level of customer was 450 mg/dl. Customer was experiencing nausea as a result of high blood glucose. The customer had been using the insulin pump system within 48 hours of reported hyperglycemia event. Insulin pump will not be returned for analysis.